Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was unknown. Customer stated that the insulin pump was received error every other week and battery life was less than one week. Customer stated that insulin pump had scratches on screen and no longer holding charge. The device will not be returned for analysis.